Event description:
Manoscan ar rectal catheter model# 2192. MFR's reprocessing instructions are not current with va standards and current regulatory standards are not up to date (e.g., on precleaning or pre-treatment instructions, use of dental floss to tie a balloon off on the sheath, which is one time use, then goes into pt, soaking but no brushing / manual cleaning of lumen, improper storage). The company has been contacted and won't provide anything more/further clarification. Also, irrigation catheter that runs through the catheter and appears to be disposable, however, it is not and is impossible for it to be cleaned appropriately.